Manufacturer narrative:
(B)(4). The lead is in possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during open heart surgery and was explanted and replaced. No additional adverse patient effects were reported.